Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical singapore; the customer's report was duplicated and attributed to the mfc-to-cprd connector. The mfc-to-cprd connector will be replaced. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device prompted a "replace cable" message. Complainant indicated that there was no patient involvement in the reported malfunction.